Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle the needle fell off from the syringe before injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that the needle shield was difficult to remove, once she removed the shield and tried to insert it into the vial the needle broke off from the hub. Both returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs). Data: shield removal force: syringe 1 2.46 lbs. Syringe 2 2.06 lbs. Both samples exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked epoxy and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the epoxy made this observation more apparent. Shields were also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. See attached photos. A review of the device history record was completed for batch#: 8044941 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle break off). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield difficult to remove). Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8044941 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description : root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle the needle fell off from the syringe before injection. There was no report of injury or medical intervention.